Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the right ventricular (rv) lead was found to have exhibited over-sensing of noise, resulting in false high ventricular rate episodes and inhibition of pacing. The rv lead was capped and replaced on (B)(6) 2022. The patient was recovering, and no additional patient consequences were reported.